Manufacturer narrative:
The pipeline braid and pipeline flex push wire were returned within a microcatheter. The pipeline braid was observed to be partially deployed out of the catheter tip for 0.5cm. For further examination, the pipeline pushwire was pushed out and the pipeline braid was deployed out of the catheter with no issues. The pipeline braid was observed to be fully open with the distal end having severe fraying, and the middle section and proximal end having no damages. No other anomalies were observed. Based on the analysis findings and the reported event details, the customer¿s report of ¿failure/incomplete open distal (flex)¿ issue was not confirmed. We are unable to definitively determine the cause for the reported experienced. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be determined. All products are 100% inspected for damage and irregularities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion. Mdrs related to this report: 2029214-2017-00038, 2029214-2017-00039.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, the distal end of the pipeline (ped-500-14) did not open. It was reported that 1/3 of the pipeline was "lazy" to open. More than 50 % was deployed when the pipeline failed to open. The pipeline was resheathed two times and removed from the patient with the microcatheter. A new pipeline (ped-500-14) was used and the same problem was encountered. However, the second pipeline was eventually able to be opened with manipulation of the guidewire used to initially track the microcatheter. The guidewire was used in a "j" fashion to relax the distal end of the device. The pipeline was successfully delivered. Post angio showed full apposition of the pipeline. No patient injury was reported. The aneurysm max diameter was 6 mm and the neck diameter was 6 mm. The distal landing zone was 4.3 mm and the proximal was 4.9 mm. The patient had minimal tortuosity.

Manufacturer narrative:
Correction: mdrs related to this report are only: 2029214-2017-00039 2029214-2017-00040.